Event description:
It was reported that the cordless driver 3 oscillates in reverse mode during testing at the stryker foreign subsidiary. There was no pt involvement or adverse consequences associated with the device. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
It was noted during testing at the MFR that the trigger magnet shifted. When this occurs the ebox motor controller effectively thinks the trigger is pressed which causes oscillation in forward.